Event description:
It was reported that the patient presented in the operating room for a system upgrade. During the induction testing, vt/vf could not be induced using dc fibber or shock-on-t. The patient was able to be induced using burst pacing. The device was not implanted and was replaced.

Manufacturer narrative:
(B)(4). The reported suspected malfunction was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.